Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that stimulation became extremely strong all of a sudden without the patient changing it or anything. The patient experienced overstimulation and uncomfortable stimulation which was a sudden change. He would be walking or sitting and would start feeling strong stimulation and the numbers on the patient programmer (pp) would go up from four to eight. It happened all of a sudden and it was so strong that he couldn't walk, or had to lean forward, and could hardly move or breathe. The patient stated they were using adaptivestim but weren't even changing positions. He would just be walking and it would hit, and he would start feeling extremely strong sensation that he could barely walk. His wife said he walked like frankenstein. The patient addressed this issue with the physician who told him that the implanting physician should not have placed the implant where it was placed in his lower back. It was right on his belt line and the patient was skinny and had no fat. You could see the implant sticking out. The patient said he knows it was a twiddler's syndrome but he didn't play with his device. The implant was constantly moving up, down, and sideways. It felt like it was going to rip out of his skin and he could feel it moving all of the time. The patient's physician also told him that when they put the system in they put the wires right between the skin and the tip of the spinal-vertebrae. It was causing extreme irritation and the patient couldn't sit on it. When he drove his car he had to lean forward and when he pushed a grocery cart he walked like frankenstein. The patient was requesting that a manufacturer's representative (rep) by at the patient's next appointment to address the issue.

Event description:
It was reported that the device had been put right on the patient¿s belt line and behind him. When the patient wore pants below the device is caused the skin to bulge out and pushed the device up and the opposite was true if he put pants above the implantable neurostimulator (ins). The patient¿s skin stuck out and he could put two fingers under the device. The patient was a pretty skinny guy. When the stimulator would move it caused a ¿tearing burning feeling.¿ the wires had been placed right over the tip of the vertebrae, there was not even a 16th of an inch between the bone and the outer skin. The wires had not been buried. The patient had a computerized axial tomography (cat) scan to confirm this. About 3-4 months prior to the date of this report, the patient would be walking and the stimulation would amp up. It went from 4.9-5.4 to 7 or 8. The patient¿s legs would lock into place and he could not stand. The patient had to decrease stimulation. The healthcare professional had told the patient this was normal. This had gradually started happening more frequently. It was noted that the patient was off work and on heavy medications, oxycontin and percocet. The patient had an appointment with their healthcare professional coming up in october following the date of this report. No interventions or patient outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received a follow-up report will be sent.